Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seven (7) years, nine (9) months post-implantation of this 27mm surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe degeneration, severe stenosis, and thickened leaflets with decreased mobility. A 29mm transcatheter valve was implanted and there were no reported complications.